Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that called stating he had issue with hydraulic release valve on hoy-advance-h. States he turned valve 1/4 turn and lift completely released boom and wife fell into wheelchair from significant height. No injuries and did not want to report incident. Wants replacement jack shipped asap and to be received before trip on (B)(6) 2022. Complaint (B)(4) and ra (B)(4) were entered into our system to have the lift returned for investigation.